Event description:
The customer reported having an urgent care visit due to unexplained high blood glucose of 333mg/dl, and he was treated with boluses. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to change the entire infusion set and reservoir. Suggested the caller to remove the cannula, and it was not bent or occluded. Advised the customer that the insulin pump is functioning as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.